Event description:
It was reported that upon explant for end of service, the physician noticed a cut across the header block area and fluid in the header block structure. The header block area was very discolored and yellow. It didn't appear to go all the way through to the port. The patient did have good therapy with the device.

Manufacturer narrative:
Programmer: model 37642, serial# (B)(4). Lead: model 3389s-40, lot# v337831, implanted: (B)(6) 2009, explanted: na. Lead: model 3389s-40, lot# v337831, implanted: (B)(6) 2009, explanted: na. (B)(4). Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. The battery had reached normal end of life.